Event description:
The complainant reported an 62-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, it was documented that the patient experienced a ventricle perforation. Following placement of the impella pump, it was documented that the patient experienced pericardial effusion. The patient's chest was opened and it was discovered that the left ventricle had been perforated. A surgical repair was performed to treat the perforation. Roughly five days later, the pump was explanted as a result of ongoing ventricular tachycardia. The patient was defibrillated multiple times as a result of the vt and the pump was repositioned, however the condition continued. Following explant, the vt stopped occurring. The patient was stable following pump removal.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the ventricle perforation has been completed since the original report was filed. The medical center did not return the impella product for benchtop analysis; only the clinical report was evaluated. Based on the clinical details, the cause of the ventricle perforation was most likely improper positioning of the device. The failure mode will be monitored and trended.